Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received. The power source successfully cleared after allowing the pump to charge for 30 minutes. Customer's blood glucose level was not impacted.